Manufacturer narrative:
(B)(4).

Event description:
The manufacturer became aware of an allegation that an end user had two heart attacks and nine stents placed in her heart while using a wisp mask with magnetic headgear. The user alleges this could have contributed to her medical condition. It is unknown what material the heart stents are made of and if the metal has magnetic properties. The user states she has used the wisp mask with magnetic headgear for nine years. The user has replaced the magnets with the plastic clips as instructed. No product will be returned for investigation. This will be an initial-final report. The manufacturer will continue to monitor complaints for similar issues. The manufacturer concludes no further action is needed at this time.

Manufacturer narrative:
The manufacturer previously reported that an end user had two heart attacks and nine stents placed in her heart while using a wisp mask with magnetic headgear. The user alleges this could have contributed to her medical condition. It is unknown what material the heart stents are made of and if the metal has magnetic properties. The user states she has used the wisp mask with magnetic headgear for nine years. The user has replaced the magnets with the plastic clips as instructed. No product will be returned for investigation. This will be an initial-final report. The manufacturer will continue to monitor complaints for similar issues. The manufacturer concludes no further action is needed at this time.